Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp). The tsr had the caregiver (cg) cycle power. There was an unused line on the front of the machine and the clamp was open. The tsr explained the alarms and that the clamps on unused lines should always be closed. The hp is going to disconnect and call the nurse in the morning to see if he should do a manual. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse, the patient has not reported having any issues with therapy. The patient has resumed therapy. No patient injury or medical intervention was reported. No further information is available.